Manufacturer narrative:
Return of product has been requested. Reporter returned product on (B)(6) 2017. Product investigation is in progress.

Event description:
Swollen on inside of right cheek - mouth [mouth swelling], swollen gum inside mouth, right hand side [gingival swelling], caught mouth, catching inside of cheeks [mouth injury], catching inside of lips [lip injury], hurt me, not as painful as biting inside of cheek but similar feeling - mouth [oral pain], brush heads are loose and coming off while brushing, little holes on back are catching on inside of lips/cheeks, left it swollen [injury associated with device], brush heads are loose [device connection issue], brush heads are coming off completely in mouth while brushing [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via chat on (B)(6) 2017 that she'd had an oral-b rechargeable toothbrush, version unknown for about 2 years and bought replacement oral-b heads, but the latest oral-b power oral care refill precision clean had caught her mouth and hurt her; the little holes on the back of the brush head were catching on the inside of her lips and cheeks. She described that it was not as painful as biting the inside of one's cheek when eating, but a similar feeling. She elaborated that the heads were really loose and came off/slipped off completely in her mouth while brushing and left it swollen on the inside of her right cheek. Swollen gum inside mouth, right hand side, was also reported. She explained that the brushes were from a four pack and she was on the last one, and the one she was using currently was the one that hurt her; she no longer had any of the other ones from the same pack available. She thought that the logo on the brush head was blue. She had not taken any medical advice. Product use was ongoing. The case outcome was unknown. Relevant history: none reported. No further information was provided.